Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the distal superficial femoral artery (sfa). A 6 x 120 x 120 mm epic stent was advanced for treatment. However, during deployment, stent foreshortening about 2-3 cm from the proximal finishing segment of the lesion was observed. It was determined by marked screen for placement and estimated by the physician under fluoroscopy. Another 6x40 epic stent was pulled out to cover the area that was missed. Following post dilatation, the stent was well positioned, apposed and fully expanded and the procedure was completed. The patient was discharged with no patient complications reported and the patient's status was fine.